Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a mildly tortuous, mildly calcified lesion exhibiting 90% stenosis located in the left main trunk to proximal left anterior descending artery (lad). The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was not pre-dilated. Post dilation was performed. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that removal difficulties occurred after stent placement. It was stated that high pressure was applied using a direct stent with 10 atmospheres for 10 seconds, 15 atmospheres for 10 seconds, 18 atmospheres for 10 seconds, and 20 atmospheres for 10 seconds and there was considerable resistance when removing the device afterwards. Delivery was performed with the balloon and ivus attached tothe same wire, with no resistance. During the final kissing balloon technique (kbt), the same stent balloon was delivered again for use, but there was already resistance when it was being delivered. After the kbt, there was considerable resistance during removal,so the device was removed along with the wire. The stent was successfully placed. No patient injury was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: during a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion in the proximal to distal left anterior descending artery (lad). The device did not pass through a previously placed stent. The stent was sufficiently expanded prior to attempting removal of the balloon without any issues with the stent. It is unknown if sufficient time was given to allow the balloon to fully deflate prior to attempting removal. On removal of the balloon from the stent, resistance was encountered as the device was retracted over the guidewire. The stent was not deformed due to the difficulties experienced when removing the balloon. There was no damage noted to the guidewire on removal from the patient and the guidewire was used after with no issues noted. Product analysis: the device was received for analysis. The guidewire did not return for evaluation. A tear was evident on the exchange joint. The balloon was deflated on return. Stretching was evident on the inner member. An in house 0.014 inch guidewire was backloaded through the distal tip and met resistance at the proximal marker band due to the stretched inner member. There was no deformation evident to the distal tip. No other damage evident to the remainder of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.